Event description:
Patient developed an intraparenchymal hemorrhage while on anticoagulation prophylaxis for vad placement. The patient's inr upon admission was 1.8 with a goal of 2-3. The patient also had other co-morbid states which may be a culprit and are on diagnosis differential including mycotic aneurysm and septic embolism. The patient continues to be treated.